Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Pt gave bolus. No delivery alarm. No trouble shooting performed by customer or diabetes nurse. Pump returned for functional testing.